Manufacturer narrative:
This report is submitted january 10, 2017.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, due to a tip fold of the electrode array during initial implantation on (B)(6) 2015. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted (B)(6) 2017.